Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. On day 4 of support, the patient experienced atrial fibrillation subsequent to the performance level being decreased. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
A5, a6 are unknown. Investigation summary: ppae (arrhythmia). In order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1931603. Device history batch: subcomponent: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.